Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus) / uterine perforation that did not prohibit procedure on (B)(6) 2010"), device dislocation ("migration of the essure device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient (gravida 1) who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1999 , (B)(6) 2004 , (B)(6) 2007, (B)(6) 2009) and uterine enlargement. Concurrent conditions included esophagitis since (B)(6) 2013, rash since (B)(6) 2014, dermatitis psoriasiform since (B)(6) 2014, skin lesion since (B)(6) 2016, eczematous rash since (B)(6) 2016, pigmentation since (B)(6) 2016, allergic contact dermatitis since (B)(6) 2016, amenorrhea since (B)(6) 2017, uterine leiomyoma since (B)(6) 2017, uterine fibroid, fibroid uterine degenerated since (B)(6) 2017 and uterine fibroids since (B)(6) 2017. Concomitant products included methotrexate. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain /pain"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (required medical intervention to address her complications on (B)(6) 2017) and surgery (required medical intervention to address her complications on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain lower, abdominal pain, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: fallopian tubes left and right leaving approximately 3 coils exposed into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2010: performed for dyspareunia,slightly enlarged uterus hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. (B)(6) 2017: urine pregnancy test : positive. She has the risk factors for ectopic pregnancy prior essure : fibroids/leiomyoma of uterus and amenorrhea. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming : dyspareunia, nickel allergy, abdominal pain, uterine perforation,ectopic pregnancy with contraceptive device". Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr was received. Events "abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), nickel allergy , dysmenorrhea (cramping), dysmenorrhea (cramping), " added from pfs, concomitant, historical condition, lab data reporter added from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus) / uterine perforation that did not prohibit procedure on (B)(6) 2010"), device dislocation ("migration of the essure device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient (gravida 1) who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1999 , (B)(6) 2004 , (B)(6) 2007, (B)(6) 2009) and uterine enlargement. Concurrent conditions included esophagitis since (B)(6) 2013, rash since (B)(6) 2014, dermatitis psoriasiform since (B)(6) 2014, skin lesion since (B)(6) 2016, eczematous rash since (B)(6) 2016, pigmentation since (B)(6) 2016, allergic contact dermatitis since (B)(6) 2016, amenorrhea since (B)(6) 2017, uterine leiomyoma since (B)(6) 2017, uterine fibroid, fibroid uterine degenerated since (B)(6) 2017 and uterine fibroids since (B)(6) 2017. Concomitant products included nuvaring for contraception as well as methotrexate. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain /pain"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (required medical intervention to address her complications on (B)(6) 2017)). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain lower, abdominal pain, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: fallopian tubes left and right leaving approximately 3 coils exposed into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2010: performed for dyspareunia,slightly enlarged uterus hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes (B)(6) 2017:urine pregnancy test : positive. She has the risk factors for ectopic pregnancy prior essure : fibroids/leiomyoma of uterus and amenorrhea . Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming : dyspareunia, nickel allergy ,abdominal pain,uterine perforation,ectopic pregnancy with contraceptive device" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (required medical intervention to address her complications on (B)(6) 2017). At the time of the report, the perforation, device dislocation, ectopic pregnancy with contraceptive device, fatigue and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue and perforation to be related to essure. Diagnostic results: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.